Manufacturer narrative:
An osseotite tapered certain prevail implant (xiitp4313) was returned. Visual inspection of the as received product identified fragments of an unknown fractured screw in the implant. The lot number for the screw is unknown; therefore, the device history record review & a complaint history record review could not be conducted. Document type(s) reviewed: ¿ biomet 3i restorative manual, instrm rev b 10/15 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. ¿ biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The unknown screw was used with an internal connection osseotite tapered certain prevail implant (xiitp4313). Therefore, it is most likely an internal connection hexed screw. The risk management file for internal connection screws was reviewed. Rm-00057-haz: global restorative hazard analysis includes following probable causes for screw fracture: ¿ torque applied during placement/seating exceeds recommended value. ¿ clinician incorrectly engages abutment screw into implant (cross-threaded) causing thread damage. The complaint was confirmed, as the screw had fractured inside the implant. Fragments of the fractured screw were stuck in the implant. A singular cause could not be identified.

Manufacturer narrative:
Product returned was the implant (concomitant) and the reason of the removal was unable to retrieval a piece of the abutment screw.

Event description:
It was reported that the prosthetic screw fractured in the patients mouth. Dentist could not removed the broken screw. Implant was removed.